Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported hypotension is a known adverse event as listed in the acculink instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. .

Event description:
It was reported that after post dilatation of the rx acculink stent in the right internal carotid artery, the patient experienced hypotension. The patient was treated with a dopamine infusion. The hypotension resolved and the patient was discharged home three days after the procedure. There was no adverse patient sequela. Though requested, there was no additional information provided.